Event description:
Case description: investigational results: name: ozempic 1 mg 3.0 ml, batch number: nt6cc74. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively due to only a box received. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Nothing abnormal related to mix-up risk was notified during batches documentation review of nt6cc74 and nfg3503 batches. No deviation linked with mix-up case recorded for these 2 batches.line clearance, reconciliation and controls were compliant. Based on all these results, we rule out that a mix-up occurred during packaging process at chartres manufacturing site. The batch documentation has been reviewed and found to be normal. The packaging batch records of the involved batch numbers were checked. The batch records show that documentations regarding line clearance, control equipment and process checks were found to be acceptable. This observed problem was due to incorrect handling of the product after it has left novo nordisk. Name: ozempic 1 mg 3.0 ml, batch number: nfg3503. A visual examination of the returned product was performed. The cartridge was seen to be empty. Furthermore, the piston had been pushed forward from the initial position. It is concluded that the cartridge was emptied in a normal manner after it left novo nordisk a/s. During examination of the product, no irregularities related to the complaint was detected.t he number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk. Nothing abnormal related to mix-up risk was notified during batches documentation review of nt6cc74 and nfg3503 batches. No deviation linked with mix-up case recorded for these 2 batches.line clearance, reconciliation and controls were compliant. Based on all these results, we rule out that a mix-up occurred during packaging process at chartres manufacturing site. The batch documentation has been reviewed and found to be normal. The packaging batch records of the involved batch numbers were checked. The batch records show that documentations regarding line clearance, control equipment and process checks were found to be acceptable. This observed problem was due to incorrect handling of the product after it has left novo nordisk. Since last submission the case has been updated with the following: investigational results were updated. Imdrf codes was updated. Relevant fields updated in m/w and EU/ca tab. Narrative was updated accordingly. Final manufacturer's comment: 30-apr-2024: the suspected device ozempic and unopened novofine needles has been returned to novo nordisk for evaluation. Ozempic pen was attached with a foreign needle. The cartridge was seen to be empty. Furthermore, the piston had been pushed forward from the initial position. It is concluded that the cartridge was emptied in a normal manner after it left novo nordisk a/s. During examination of the product, no irregularities related to the complaint were detected. The batch documentation has been reviewed and found to be normal. After investigation, we can rule out that a mix-up has occurred at novo nordisk a/s. This observed problem is due to incorrect handling of the product after it has left novo nordisk.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) pen empty and needle was on pen, as the seal was broken. [Product packaging quantity issue] needle was on pen [product storage error] case description: this serious spontaneous case from denmark was reported by a consumer as "pen empty and needle was on pen, as the seal was broken.(package empty units)" with an unspecified onset date, "needle was on pen(device stored with needle attached)" with an unspecified onset date, and concerned a patient (age and gender not reported) who was treated with novofine (needle) from unknown start date for "device therapy", ozempic 1.0 mg (semaglutide) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication", ozempic 1.0 mg (semaglutide) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication". Patient's height, weight and body mass index was not reported medical history was not provided. On an unknown date, patient reported regarding ozempic 1 mg that the pen was empty and needle was on pen, as the seal was broken. Date on label was reported as 29-dec-2023. Upon analysis of the returned product, a fault which may lead to a medical consequence was found." Pen was empty and needle was on pen, as the seal was broken". This case was re-classified to a serious incident due to this fault." Batch numbers: novofine: requested ozempic 1.0 mg: nt6cc74 ozempic 1.0 mg: nfg3503 action taken to ozempic 1.0 mg was not reported. Action taken to ozempic 1.0 mg was not reported. The outcome for the event "pen empty and needle was on pen, as the seal was broken.(package empty units)" was unknown. The outcome for the event "needle was on pen(device stored with needle attached)" was unknown. Preliminary manufacturer's comment: 17-apr-2024: the suspected device ozempic and unopened novofine needles has been returned to novo nordisk for evaluation. Ozempic pen was attached with a foreign needle. The cartridge was seen to be empty. Furthermore, the piston had been pushed forward from the initial position. It is concluded that the cartridge was emptied in a normal manner after it left novo nordisk a/s. During examination of the product, no irregularities related to the complaint were detected. Investigations are ongoing. No conclusions reached